Event description:
Information received by medtronic indicated that the customer reported that loss of communication between transmitter and pump. Troubleshooting was performed and communication issue was not resolved. No harm requiring medical intervention was reported. Customer will discontinue the use of the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. Low battery alert was recorded and found in the formatted history file on: 12/17/2023 20:54:00.000 insert battery alarm was recorded and found in the formatted history file on: 12/17/2023 20:55:36.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 21-dec-2023 at 9:06:59 am. There was no power data available for the event date of 17-dec-2023. Unable to check power data for low battery alert. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Please see below for pump errors/alarms noted 2 days prior to the event date 17-dec-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 12/16/2023 23:34:00.000 sensorerroralert (801) was recorded and found in the formatted history file on: 12/16/2023 20:04:41.000, 12/16/2023 20:34:43.000 12/16/2023 21:09:43.000, 12/16/2023 21:39:44.000 12/16/2023 22:09:45.000, 12/16/2023 22:44:43.000 12/17/2023 02:00:15.000 12/17/2023 04:29:58.000, 12/17/2023 04:39:00.000 12/17/2023 05:04:55.000, 12/17/2023 05:14:00.000, 12/17/2023 05:34:56.000 12/17/2023 06:09:57.000, 12/17/2023 06:39:58.000, 12/17/2023 06:49:00.000 12/17/2023 07:14:57.000 12/17/2023 10:30:38.000 12/17/2023 13:22:42.000, 12/17/2023 13:52:43.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: 12/16/2023 19:54:04.000, 12/16/2023 19:59:33.000 12/17/2023 10:00:23.000, 12/17/2023 10:21:21.000 and 12/17/2023 10:27:36.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, sg calibration error, unexpected lost sensor connection alarms or sensor anomalies noted during testing. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Customer alleged for lost sensor alarm and pump/transmitter communication anomaly were not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.